Event description:
It was reported by the rep the device was used during a low anterior resection procedure. It was reported the surgeon left something sticky (tight) in the turning knob. A new ecs29 was pulled to complete the case. There was no consequence to the pt.